Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.

Event description:
Surgery was performed on (B)(6) 2011 with no issues. The pt had some pain from the surgery site and went to the ER. This took place 12 hours from the time of surgery. The nurse feels that the pt may have been exposed due to the location within the ER. The pt came back to the surgery center 48 hours later and was put on IV and antibiotics.